Manufacturer narrative:
Analysis confirmed the reported backup vvi mode. Product code was corrupted and device information could not be retrieved to determine the cause of the transient nmi. Analysis performed after reloading product code did not find any anomaly other than voltage being at eri - eol. This was considered normal battery depletion.

Event description:
It was reported that the pulse generator exhibited backup vvi mode in (B)(6) 2016 the device was reset successfully. On (B)(6) 2017 during interrogation the programmer stated the device was in backup vvi mode. The patient was in stable condition before during and after interrogation. Tech service advised that there was likely insufficient battery voltage to change programming. The device was explanted and replaced. The patient was stable.